Manufacturer narrative:
External supplier analysis: there are metal transfer patterns of erratic appearance on the polished surface and on the fracture surfaces. This secondary metal transfer was probably produced by chafing between the metal parts and the ceramic fragments after the primary fracture event and during the surgical procedures. Such patterns do not provide any information about the cause of the fracture. In case of a symmetrical taper fit between the ceramic ball head and the metal taper, thin concentric lines (primary metal transfer) are expected over the whole circumference in the region c. On fragment 1, the primary metal transfer observed by us was not found equally distributed on the cone of the ball head (red marking). This indicates that the interface was disturbed during the assembly of the ball head and stem, potentially caused by contaminations such as blood or tissue. Such disturbance can lead to a decrease of the burst strength of the ball head. On fragment 2 and 3 the primary metal transfer patterns cannot be evaluated due to secondary metal transfer (white marking). Additionally, metal transfer can be located in region d/e (blue marking). However, it cannot be determined whether this metal transfer occurred prior to or after the primary fracture event fracture surfaces obviously, fragments were chafing against each other in the period between the primary failure event and the delivery of the fragments to ceramtec. Due to this mechanism, intensive chipping occurred at fracture surface edges and on the fracture surfaces. Therefore, further information probably was lost which may have been helpful in the failure analysis. If the primary fracture event is caused by hoop stresses inside the conical bore of the ceramic ball head, the primary fracture surface coincides with the ball head axis. Additionally, its appearance is very smooth and flat. Parts of the primary fracture surfaces and the region of fracture origin can be identified (white marking). The fracture origin cannot be determined due to the referenced secondary damage. The density of the ball head was analysed and found to comply with the material specification. The microstructure as obtained from the quality documents meets the requirements specified at the time of production. There is no indication of any pre-existing material defect. On one fragment, the primary metal transfer observed by us was not found equally distributed on the bore of the ball head. This indicates that the interface was disturbed during the assembly of the ball head and stem, potentially caused by contaminations such as blood or tissue. Such disturbance can lead to a decrease in the burst strength of the ball head. A disturbance at the interface between stem and ball head leading to an increase of mechanical stresses probably caused the fracture of the ceramic ball head.

Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 1903002: (B)(4) items manufactured and released on 17-jul-2019. Expiration date: 02-jul-2024. No anomalies found related to the problem. To date, 158 items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs director: fracture of a composite-ceramic head in hybrid tha few months after primary surgery in an active male patient. No plausible reason for this extraordinary event was supplied and therefore the clinical analysis cannot infer any. There is no known clinical condition that may lead to this adverse event. The most probable cause is a small hard debris that got trapped and undetected between metal spigot and head, but of course this cannot be demonstrated. In-depth analysis of the explant might offer more clues. For now, no definite explanation can be found. Visual inspection performed by medacta r&d hip project manager: from the information received, no evidence of defected implants was visible. A possible cause is, according to the analysis performed by the clinical evaluation, that an external debris was present during the implant, leading to the breakage of the head in few months, but from the received parts it is not possible to determine with certainty the root cause related to the fracture of the femoral head.

Event description:
The primary hip surgery was performed due to femur head necrosis on (B)(6) 2019. The patient felt instability on (B)(6) and the surgeon discovered the breakage of the mectacer head through the x- ray. Acetabular shell and liner were not medacta's devices. The revision surgery was performed on (B)(6) all hardware's have been removed.